Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws of the first device. A tear drop-shaped clip was formed in the 2nd device, and the posterior clip was not fed into the jaws. The firing force was higher than expected in the 3rd device. The surgeon felt there was an unexpected resistance though he fired the 3rd device outside the patient for functionality. The clip was unformed in the 4th device. The devices were used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r94619. The analysis results found that the el5ml device was received with no damage in the external components. In addition, a plastic bag with 2 conforming clips and 1 partially formed clip. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.